Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to verify battery out limit due to keypad anomaly. Pump received with cracked case at display window corners, broken battery tube threads, cracked reservoir tube, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 120 mg/dl. The customer stated that buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.